Event description:
Additional information was received on 05/22/2025: minimal achilles debridement was performed, and a rongeur was used for extraction. No additional incisions were necessary. The case was completed using solid drill bit drilling, with no changes to the surgical technique.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 04/22/2025: the fluted portion of the 2.6-cannulated drill bit crumbled in the patient during insertion. No revision surgery is needed, and medical intervention was performed to remove the drill bit fragments. The patient did not experience a reduction in quality of life due to this. The case was completed with the solid 2.6 drill bit. There was no case delay or added anesthesia reported, and no negative effects on or after the surgery were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause for the reported failure can be attributed to user error, including improper bone preparation and misalignment of the insertion. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 04/03/2025, it was reported by a sales representative via (B)(6) that an ar-9929bc-cp 3.9mm bc achilles pars/ amss cc had the 2.6 cannulated drill break off in the patient. The case was completed, but the broken piece was not retrieved from the patient and was left in the patient. This was discovered during an achilles repair procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.